Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms while connected to the mobile power unit (mpu) and batteries was confirmed via log file analysis. The reported event of a backup battery fault alarm was unable to be confirmed. The reported event of damage to the system controller (serial number: (B)(6)) power cables was confirmed. The heartmate 3 system controller was returned for analysis. Visual inspection revealed small punctures in the black power cable. Log files were downloaded and reviewed. On the reported event date of 26dec2025, several intermittent strings of low power hazard and atypical power cable disconnect alarms were observed while connected to any power source. The alarms were associated with black and white power cable relative state of charge (rsoc) invalid faults. The alarms were activated due to the rsoc voltage suddenly decreasing below the alarm threshold. The alarms resolved each time the rsoc voltage returned to the expected voltage range. The reported ¿yellow diamond battery alarm¿ is consistent with the low power hazard alarms being active. The reported ¿x¿ and ¿countdown¿ on the system controller screen are consistent with the silence alarm button being pressed which produces a silence alarm indicator with an x and a timer that times how long the silence alarm has been active for. The log file did not capture any backup battery faults. No other notable alarms were observed. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The alarms were not reproduced during testing of the returned system controller. The resistance and insulation of both power cables were measured. The black power cable passed resistance testing; however, a breach in the black wire was detected during insulation testing. The black power cable was stripped at the site of the punctures, and damage was observed to the internal black (negative power line), brown (rsoc), and green (positive power line) wires. The rsoc and power lines shorting is consistent in activating the observed atypical alarms. Provided information stated that the system controller was exchanged which resolved the reported alarms. Additional alarms activated on the new controller, and another exchange was performed which resolved the alarms. The additional alarms have been addressed under the system controller (B)(6) investigation. The root cause of the reported alarms was determined to be caused by damage to the wires in the system controller¿s black power cable. The root cause for the damage to the power cable could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault, power cable disconnect, low voltage, and no external power alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ explains that when an alarm occurs, ¿the timer on the screen counts up in seconds, indicating how long the alarm has been occurring.¿ heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ under ¿alarm silence indicator ¿ system controller lcd screen¿ explains that ¿if the audio alarm silence has been activated from either the system controller or the heartmate touch app, the system controller lcd screen will display the alarm silence indicator.¿ heartmate 3 IFU section 3 -- ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. Section 10 of the patient handbook - ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the emergency phone number on (B)(6) 2025 at approximately 6am with alarms. The patient stated that the screen showed an "x" and had a countdown with long continuous beeping and lit green light on the mobile power unit (mpu). The patient attempted to connect to batteries, but alarms continued. The patient ensured solid connections and went back on the mpu and immediately had emergency backup battery (ebb) fault alarms present with a yellow diamond battery alarm as well. The patient went to the emergency room (ER) where the ventricular assist device (vad) coordinator exchanged the system controller, old controller (B)(6), which led to the return of the green light and normal pump parameters immediately after the exchange. There were no symptoms present and patient was sent home with new backup controller. The old controller's black power cable showed scratches and punctures which were likely to be from the patient's cat. On (B)(6) 2026, the patient experienced the same problems on the new controller. The vad coordinator tried a new mpu and power module, and the controller was alarming with a blank screen. The patient had no alarms while connected to batteries. The vad team was not able to toggle through to see the alarm history on both batteries and power module/mpu. The team tried to hook up only one power cable to see if they were the problem. Technical services recommended that the customer replace the controller and make sure the controller works properly on the mpu and on batteries while in the clinic. Troubleshooting was done by cleaning connections, trying a new mpu, and inspecting all cables that revealed no damage. The patient's log files were submitted for review. The event log did not capture any controller fault events. The cable voltages were all in normal ranges. The log files did not offer an explanation for the reported events. The log files captured controller clock corrupt events which are usually caused by total loss of power to the system. The controller (B)(6) was exchanged for (B)(6) and resolved all alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.